Event description:
We found some of our terumo 20 ml syringes have a "melted" section in the upper portion of the syringe around the 3 ml mark that causes the rubber stopper to lose its seal. This has caused leakage of drug back down the plunger. We have had 3 known instances of this problem and have lost drug. With careful inspection, we have found other syringes with this problem.